Manufacturer narrative:
Unit received with minor scratched display window, completely broken off reservoir tube lip, missing reservoir tube o-ring, stained end cap sticker and stained address/serial number label. Unable to perform displacement test due to broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details were given.